Event description:
It was reported that the patient¿s stimulation had not been working since his last charge. It was noted that the patient was getting a 3 digit code when he would try to turn on his stimulation. It was noted that there was ¿a triangle with an exclamation mark on it¿ and a ¿circle with jagged lines over towards a battery.¿ it was noted that the patient had last charged on ¿last tuesday or wednesday¿ for a total of 4-4.5 hours. It was noted that the warning screen had first been seen on ¿last thursday or friday.¿ it was stated that the warning screen had appeared after the patient had charged the first time. It was stated that ¿as long as the icon based thing are okay and the greyed in box.¿ it was noted that the patient ¿felt better knowing what things meant.¿ it was noted that there was a communication problem with the recharger.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37092, lot# 252640002, implanted: 2010 (B)(6); product type accessory product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).